Manufacturer narrative:
Additional information: d9: device available for evaluation and d9: date returned to mfg null. The complaint of leaks could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The involved device is unknown; therefore, the MFR site reg #, d2b - procode, and d3 sections are not known.

Event description:
The event occurred on an unknown date regarding an unknown disposable product where it was reported that when a nurse was preparing an unspecified chemotherapy there was a leak in the hub and the chemotherapeutic medication spilled out. There was chemo exposure and protection were not reported. No reported patient involvement and harm.